Event description:
It was reported that the patient went to the emergency room in serious condition within two days after his artificial urinary sphincter original implant and had it removed because of infection. It was indicated that the patient was in the intensive care unit for nine days and in the hospital for almost two more months including rehabilitation following the removal surgery. No additional complications were reported in relation to this event. Related to manufacturer report number: (B)(4).

Manufacturer narrative:
Additional components: pump catalog number: 72404127, serial number: (B)(4), expiration date: 04/29/2014, manufacture date: 05/13/2013; balloon catalog number: 72400024, serial number: (B)(4), expiration date: 04/04/2018, manufacture date: 04/2013.